Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient's previous device was removed due to infection. It was later stated that the patient was scheduled for replacement. Additional information was requested.